Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window and cracked case at the display window corners.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and he was unable to get the device to work properly. Customer's blood glucose was 220 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. The device was just hanging on his side and it started to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.